Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient reported obtaining alleged inaccurate high blood glucose readings of "575 and over 600 mg/dl" with the subject meter at 10:00 am and 1:41 pm respectively. The patient manages their diabetes with humulin 70/30 insulin (self-adjuster). In response to the elevated results, the patient reported taking an additional 20 units of insulin at 10:02 am and an additional 20 units at 1:41 pm. The patient informed the cca that they started "shaking" at 4:00 pm and that they ate something sweet as treatment for the symptom. The patient claimed that prior to treatment, they tested their blood glucose on a neighbours device (brand not reported) and a result of "60 mg/dl" was obtained. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.